Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplemental report.

Event description:
It was reported via our sales rep about the breakage of a nail. The complaint is raised on minimum info.